Event description:
A copy of the medwatch report from FDA was received, which states, "rn turned off the precedex at approximately 1045, leaving the precedex connected to the ivf, but the module was off. Rn continued assessing patient throughout the day, but the patient remained lethargic. At approximately 1310, rn returned to patient room for assessment and was confused about the patient's drowsiness. Rn noticed the bottle of precedex was empty despite the channel being off. Rn traced the line and found the line had emptied 1 cm below the bottom of the channel. Rn removed tubing from pump and saw that the clamping device that locks in the module was engaged and tubing appeared to be pinched within it. Rn pressed on the locking device; it did not disengage." Bd learned through due diligence the following information. The event happened around 1500 and that the precedex infusion was not intended to be infused at all. About 50 ml had infused into the patient. The patient was described to have experienced minor harm/injury, however the customer clarified that the patient experienced a few extra hours of lethargy. The patient did not receive any additional medical intervention outside of needing monitoring. The patient made a full recovery.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had free flow was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "rn turned off the precedex at approximately 1045, leaving the precedex connected to the ivf, but the module was off. Rn continued assessing patient throughout the day, but the patient remained lethargic. At approximately 1310, rn returned to patient room for assessment and was confused about the patient's drowsiness. Rn noticed the bottle of precedex was empty despite the channel being off. Rn traced the line and found the line had emptied 1 cm below the bottom of the channel. Rn removed tubing from pump and saw that the clamping device that locks in the module was engaged and tubing appeared to be pinched within it. Rn pressed on the locking device; it did not disengage.". Bd learned through due diligence the following information. The event happened around 1500 and that the precedex infusion was not intended to be infused at all. About 50 ml had infused into the patient. The patient was described to have experienced minor harm/injury, however the customer clarified that the patient experienced a few extra hours of lethargy. The patient did not receive any additional medical intervention outside of needing monitoring. The patient made a full recovery. There was patient involvement but no harm.